Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damage around the top of reservoir compartment. Customer¿s blood glucose level was unknown. Customer reported that the reservoir was not able to lock in place. It was very loose. The customer was advised to discontinue the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.